Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested with mild abdominal pain and cloudy effluent. The same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. In the same month as this report, the pt was treated with maxipime (2 gm, intravenously and frequency not reported) for the peritonitis. The pt was treated with an unknown antibiotic intravenously, frequency and dosage not reported. Eight days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot numbers h14b01024 and h14a30074 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.